Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' case manager reported via phone call that the customer was hospitalized due to high blood glucose level with blood glucose on (B)(6) 2019. Customer¿s current blood glucose was 674 mg/dl at the time of hospitalization. Customer was treated with insulin fluid. Customer had symptoms such as nausea, vomiting. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.